Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analyst commented, rv capture threshold has been high since (B)(6) 2013 measuring greater than 2.5v with 8v and 1.0ms pacing output.

Event description:
It was reported that right ventricular (rv) lead pacinig threshold rvtip to rvring and rvtip to rvcoil exhibited high thresholds. The rv lead was deactivated, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d4 ICD implanted: (B)(6) 2012; 4194 lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.